Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the ring code 56-20320 batch (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of 22 rings. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot (MFR report 9680825-2017-00014). Orthofix (B)(4) checked the internal records related to the controls made on the struts code 50-10400 batch (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) struts. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot (MFR reports 9680825-2017-00015 and 9680825-2017-00016). As regards the other (B)(4) struts involved in this event, no information has been provided in relation to the code and the batch numbers, therefore it was not possible to perform the verification of the historical data (MFR reports 9680825-2017-00030 and 9680825-2017-00031). Technical evaluation the (B)(4) returned struts, received on (B)(6) 2017, were examined by orthofix (B)(4) quality engineering department. The returned struts were subjected to visual, dimensional and functional check, which did not evidence any anomalies. The results of the technical evaluation performed on the returned struts evidenced that they are still conforming to orthofix specifications. A technical evaluation of the ring and the other (B)(4) struts involved in this event was not possible as they are currently in use by patient. The technical evaluation will be performed as soon as the devices become available. Medical evaluation the information made available on the case together with the results of the technical evaluation performed on the two returned struts were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "The strut was replaced and is being held in place by a plastic tie. The assembly should function normally and there will be no problems for the patient. It would be useful to have more details of the actual incident and treatment. The ring is on the patient and will be there for a while. The complaint says that the strut screw was tightened with the torque wrench, but at some stage postoperatively it became loose. I am not sure whether the struts actually dislocated, but if so they were replaced easily and after the second time are now held in place by cable ties. We have to await the results of the technical analysis when the ring is removed from the patient. I note that the technical analysis concludes that the (B)(4) struts have been evaluated and the studs have been found to be completely in conformity with the design, and fully functional. Therefore, the problem lies either with the ring, in particular the stud locking mechanism, or with the technique used at the operation. We have to await the return of the ring and the remaining struts to be able to understand what has been happening". Manufacturer final comments: the results of the technical evaluation performed on the returned struts evidenced that they are still conforming to orthofix specifications. A technical evaluation of the ring and the other (B)(4) struts involved in this event was not possible as they are currently in use by patient. The technical evaluation will be performed as soon as the devices become available. The medical evaluation evidenced as follow: "the strut was replaced and is being held in place by a plastic tie. The assembly should function normally and there will be no problems for the patient. It would be useful to have more details of the actual incident and treatment. The ring is on the patient and will be there for a while. The complaint says that the strut screw was tightened with the torque wrench, but at some stage postoperatively it became loose. I am not sure whether the struts actually dislocated, but if so they were replaced easily and after the second time are now held in place by cable ties. We have to await the results of the technical analysis when the ring is removed from the patient. I note that the technical analysis concludes that the two struts have been evaluated and the studs have been found to be completely in conformity with the design, and fully functional. Therefore, the problem lies either with the ring, in particular the stud locking mechanism, or with the technique used at the operation. We have to await the return of the ring and the remaining struts to be able to understand what has been happening." A complete medical evaluation of the case was not performed as no information about the medical procedure and x-rays have been made available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the other devices involved, currently in use by patient, become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2017-00014 and 9680825-2017-00015 and 9680825-2017-00016 and 9680825-2017-00031. (B)(4). Device currently in use by patient.

Event description:
The information initially provided by the local distributor indicates: device code: 56-20320 (full ring, 100mm, tl-hex) - (ring: MFR report 9680825-2017-00014) batch number: (B)(4). Quantity: 1. Hospital name: (B)(6). Surgeon's name: dr. (B)(4). Date of surgery: (B)(6) 2016. Body part to which device was applied: tibia. Surgery description: lengthening, correction. Patient information: (B)(6) years, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "some weeks after the surgery, one set screw, to fix strut nr. 2 and 3, of the distal ring has been unbolted. The torque wrench has been used, but a couple of days later, it was the same. Now the struts are fixed by cable tie". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. A medical intervention was not required. Availability of copies of the operative reports: no response provided. Availability of copies of the x-ray images: no response provided. Patient current health condition: "fine, but the parents are unsafe with the hex-system, because there are (B)(4) struts they doesn`t work. We changed the struts and they will follow". (Struts: MFR reports 9680825-2017-00015 and 9680825-2017-00016). Note and comments: "the ring will follow after end of correction". Confirmation of the event description and further information received from the local distributor on (B)(6) 2017: "event description: the event involves a total of (B)(4) devices: (B)(4) struts and (B)(4) ring; the first (B)(4) struts which popped out from the ring were replaced at the doctor's office ((B)(4) struts code 50-10400 batch (B)(4)). These struts were received by orthofix (B)(4) on (B)(6) 2017. (Please kindly refer to MFR reports 9680825-2017-00015 and 9680825-2017-00016). The replacement struts (codes and batches to be provided by the surgeon) had the same problem (popping out from the ring) and were fixed to the ring by cable-tie. These struts are still in use by patient together with the ring, device code 56-20320 batch (B)(4)". (Please kindly refer to MFR reports 9680825-2017-00030 and 9680825-2017-00031) "further information: (B)(4) struts with batch number (B)(4) - returned to (B)(4) replaced on the patient, they did not move not lengthening. Same patient: (B)(4) struts are fixed to the ring with cable wire - they unbolted - were not tight. These (B)(4) struts are still on the patient as well as the ring # (B)(4). X-rays of the case are not available". (B)(4).